Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the system. The fse replaced the buffer valves for cell #1 of the au5800 analyzer to resolve the issue. (B)(4).

Event description:
The customer reported to beckman coulter that the au5800 clinical chemistry analyzer generated high ise (ion-selective electrode: sodium, potassium and cl - na, k, cl) results on four patient samples. There was no impact to patient treatment. The results were not reported outside of the lab. Controls (qc) were run prior to, and after this event and the results met the laboratory's established ranges.